Event description:
It was reported that the patient received inappropriate therapies due to sensing issues. X-ray confirmed lead dislodgement. The lead was explanted when an attempt to reposition was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the analysis of the lead did not reveal any device condition that would have contributed to the dislodgement. The lead exhibited normal electrical characteristics. Dried body fluid/tissue inside the header and inner insulation prevented normal helix extension, and caused the inner coil to be overtorqued when applying too many revolutions trying to extend/retract the helix. After cleaning and cutting, the helix could be fully extended but not fully retracted due to that the helix was damaged.